Manufacturer narrative:
Summary of device evaluation: the distal tip was flared. There was blood residue visible in the inflation lumen and balloon indicating the presence of a leak. On pressurization of the device a leak was detected on the distal cone of the balloon. A short longitudinal tear was detected on the balloon cone. There were scratches evident on the balloon material at the leak site. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The physician was attempting to use a nc sprinter rx balloon to post dilate a moderately calcified lesion in the distal lad exhibiting 80% stenosis and moderate vessel tortuosity. The device was inspected prior to use with no issues noted. The lesion was pre-dilated with 30% stenosis remaining after pre-dilation. It was reported that during post dilation the nc sprinter device burst during first inflation at 18atm. The device was removed from the patient and a new device was used to complete the procedure. The physician concluded that the event was a product defect. No patient injury reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.